Event description:
Follow-up with the physician reveals that the suicide attempt is not believed to be related to vns and is related to the reduced ect regimen. The level of suicide attempts is below pre-vns baseline levels. The only causal or contributory programming changes, medication changes, or other external factors that preceded the onset of the event was the reduction in frequency of ect. The physician plans to perform an ect series followed by more frequent maintenance ect.

Event description:
It was reported that the patient had one serious suicidal gesture or attempt recently, during which the medical threat to life was moderate. Reportedly, the patient has no suicidal tendencies normally. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, cyberonics, or cyberonics; employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and cyberonics objects to their use.